Manufacturer narrative:
Based on new information received on 8/10/2018, the following section has been updated accordingly: there was no incision enlarged to remove iol, no patient injury and no secondary surgical procedure performed. Product is expected to be returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Iol was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a female patient under went implant of a symfony lens in her left eye (os). Upon examining the implant inside the os, the doctor noticed a film on the lens, which looked like tape residue or some type of glue substance. The doctor tried to remove it with the silicone I/a (irrigation/aspiration) tip, but it wouldn¿t come off. Consequently, the doctor removed the lens and replaced it with the same type lens. No patient injury was reported. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 9/10/2018. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site for evaluation. Visual inspection showed that the iol was cut in two pieces, most probably to make the removal from the eye possible. No other anomalies were found. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.